Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 424 mg/dl. The customer stated that she had a epidural. The customer was advised that lower the carb ratio the more insulin she had. The customer was advised also that the higher the basal the lower the blood glucose. The customer was advised to talked to the doctors to set a pattern and how to program the bolus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.